Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reported that they would like to know magnetic resonance imaging (MRI) conditions of patient, who was scheduled for an MRI. Patient had saline in pump until catheter can be replaced after shifted out of place. No further issues noted at this time

Event description:
Information was received from a consumer (con) via a company representative regarding a patient receiving saline 0.0581mg/day 1.0mg/ ml via an implanted pump. It was reported that the "pump was not working". The patient stated that he was experiencing pain and return of symptoms. However, there were no symptoms of withdrawal as the pump was filled with normal saline. The healthcare provider (hcp) performed a dye study on (B)(6) 2025 but without success. The catheter could not aspirate. The pump was filled with normal saline. Therefore, hcp made the clinical decision to inject dye into catheter access port (cap) of the pump under fluoroscopy. There were no known environmental/external/patient factors that may have led or contributed to the issue. The catheter was unable to be visualized with dye injected despite localization of the radiopaque tip within spinal anatomy under fluoroscopy. After dye study was completed, the hcp discussed with the patient the options for his next steps. The patient was informed that a revision to the catheter was recommended. No interventions were completed but planned. The issue was not resolved. The hcp has no further information for medtronic. The patient¿s medical history includes: hypertension (htn), history of pituitary tumor, hypogonadotropic hypogonadism, pituitary microadenoma (hcc), prolactinoma (hcc), nausea and vomiting (n/v), transaminitis, depression with suicidal ideation, chronic low back pain (lbp), degeneration of lumbar intervertebral discs, lumbar radiculopathy, lumbar spondylosis, migraine, lumbar spinal stenosis, chronic pain syndrome, status post (s/p) intrathecal pump insertion, complications related to surgical procedure, and fatigue. Additional information was provided from a healthcare provider via a company representative stated that he has never had adequate pain relief since the pump was implanted, which was why the dye study was ordered. The doctor could not visualize dye during the dye study, so he believes it was an issue with the catheter, not the pump. A catheter revision will be done to resolve the issue. Additional information was provided from a healthcare provider via a company representative stated that the patient medicator history was due to the patient therapy. Additional information was provided from a company representative stated that the patient medical history was not related to the medtronic device to its therapy. The representative included the history for awareness only. The previously mentioned therapy issue from the representative was determined to be a false positive. A catheter revision is planned, but it has not yet been scheduled.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.